Manufacturer narrative:
The initial medwatch reported the returned device found foreign material clogged during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
When the foreign material was found, olympus requested additional information from the customer about their reprocessing practices. The customer reported that in this case, they did not fully reprocess the device prior to return to olympus. During evaluation, the reported issue was confirmed. The air/water flow did not meet with specifications due to the foreign material blocking the air/water nozzle. Examination of the foreign material showed it was consistent with organic material that had accumulated during a patient examination. Visual examination of the device showed switch button 3 was damaged. Functional testing showed the distal end insulation did not meet with electrical resistance specifications. The investigation determined the following components required replacement for the device to meet specifications: connector cover; air/water nozzle; switch box; and the biopsy channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the colonovideoscope had no insufflation. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.